Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5034973) on (B)(6) 2014. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the other is just somewhere") and uterine infection ("serious uterine infection") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had to force the essure to get it to go into my right fallopian tube". The patient's past medical history included multigravida, live birth in 2000, parity 3, live birth in 2005 and live birth on (B)(6) 2008. Previously administered products included for an unreported indication: depo-provera in 2005. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), nausea ("constant nausea"), gastrointestinal motility disorder ("problems with having bowel movements") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pain ("all over severe and persistent body pain/general pain throughout my body (constant stabbing pain )/ severe and persistent pain throughout my body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping abdominal pain"), abdominal pain ("severe and persistent abdominal pain"), polycystic ovaries ("pcos"), device expulsion ("one is in dead center of my uterus"), pelvic pain ("pelvic pain / severe and persistent pain"), uterine enlargement ("enlarged uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"), investigation noncompliance ("did not undergo an essure confirmation test") and treatment noncompliance ("did not use birth control or contraception"). On an unknown date, the patient experienced dizziness ("dizziness") and abnormal weight gain ("massive weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping abdominal pain"), abdominal pain ("severe and persistent abdominal pain"), polycystic ovaries ("pcos"), device expulsion ("one is in dead center of my uterus"), pelvic pain ("pelvic pain / severe and persistent pain"), uterine enlargement ("enlarged uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"), investigation noncompliance ("did not undergo an essure confirmation test") and treatment noncompliance ("did not use birth control or contraception"). On an unknown date, the patient experienced dizziness ("dizziness") and abnormal weight gain ("massive weight gain"). The patient was treated with erythromycin, surgery (hysterectomy was done to remove essure device) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine infection, polycystic ovaries, device expulsion, uterine enlargement, mental disorder, investigation noncompliance and treatment noncompliance outcome was unknown, the dizziness and abnormal weight gain outcome was unknown, the abdominal pain lower, abdominal pain and pain was resolving and the nausea, gastrointestinal motility disorder, dysgeusia and pelvic pain had resolved. The reporter provided no causality assessment for abdominal pain lower, abnormal weight gain, device dislocation, device expulsion, dizziness and polycystic ovaries with essure. The reporter considered abdominal pain, dysgeusia, gastrointestinal motility disorder, investigation noncompliance, mental disorder, nausea, pain, pelvic pain, treatment noncompliance, uterine enlargement and uterine infection to be related to essure. The reporter commented: most of her severe and persistent pains have subsided. She suffered no more pelvic pain, no more metallic taste in my mouth, she have a normal bowel movements daily. The nausea stopped as well. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events added- severe and persistent abdominal pain, constant nausea, problems with having bowel movements, all over severe and persistent body pain/ general pain throughout my body (constant stabbing pain )/ severe and persistent pain throughout my body, metallic taste in mouth, severe and persistent pain, essure caused or aggravated any psychiatric and/or psychological condition(s) and enlarged uterus. Historical conditions, lab data and treatment drugs added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034973) on 15-apr-2014. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other is just somewhere') and uterine infection ('serious uterine infection') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception", device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "they had to force the essure to get it to go into my right fallopian tube". The patient's medical history included live birth on (B)(6) 2008, live birth in 2005, live birth in 2000, multigravida, parity 3 and bacterial vaginosis. Previously administered products included for an unreported indication: depo-provera. In 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), nausea ("constant nausea"), gastrointestinal motility disorder ("problems with having bowel movements") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pain ("all over severe and persistent body pain/general pain throughout my body (constant stabbing pain )/ severe and persistent pain throughout my body"), 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping abdominal pain"), abdominal pain ("severe and persistent abdominal pain"), polycystic ovaries ("pcos"), device expulsion ("one is in dead center of my uterus"), pelvic pain ("pelvic pain / severe and persistent pain"), uterine enlargement ("enlarged uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)") and malaise ("got sick that night") and experienced dizziness ("dizziness") and abnormal weight gain ("massive weight gain"). The patient was treated with erythromycin and surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine infection, polycystic ovaries, device expulsion, uterine enlargement, mental disorder and malaise outcome was unknown, the dizziness and abnormal weight gain outcome was unknown, the abdominal pain lower, abdominal pain and pain was resolving and the nausea, gastrointestinal motility disorder, dysgeusia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, device dislocation, device expulsion, dizziness, dysgeusia, gastrointestinal motility disorder, malaise, mental disorder, nausea, pain, pelvic pain, polycystic ovaries, uterine enlargement and uterine infection to be related to essure. The reporter commented: most of her severe and persistent pains have subsided. She suffered no more pelvic pain, no more metallic taste in my mouth, she have a normal bowel movements daily. The nausea stopped as well. Concerning the injuries reported in this case, the following one was reported via social media: malaise quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new event got sickness that night. Was added. Reporter information was added. Event investigation noncompliance updated to device monitoring procedure not performed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5034973) on 15-apr-2014. The most recent information was received on 12-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the other is just somewhere") and uterine infection ("serious uterine infection") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had to force the essure to get it to go into my right fallopian tube" and treatment noncompliance "did not use birth control or contraception". The patient's past medical history included multigravida, live birth in 2000, parity 3, live birth in 2005 and live birth on (B)(6) 2008. Previously administered products included for an unreported indication: depo-provera in 2005. In 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), nausea ("constant nausea"), gastrointestinal motility disorder ("problems with having bowel movements") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced pain ("all over severe and persistent body pain/general pain throughout my body (constant stabbing pain )/ severe and persistent pain throughout my body"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping abdominal pain"), abdominal pain ("severe and persistent abdominal pain"), polycystic ovaries ("pcos"), device expulsion ("one is in dead center of my uterus"), pelvic pain ("pelvic pain / severe and persistent pain"), uterine enlargement ("enlarged uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)") and investigation noncompliance ("did not undergo an essure confirmation test"). On an unknown date, the patient experienced dizziness ("dizziness") and abnormal weight gain ("massive weight gain"). The patient was treated with erythromycin, surgery (hysterectomy was done to remove essure device) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine infection, polycystic ovaries, device expulsion, uterine enlargement, mental disorder and investigation noncompliance outcome was unknown, the dizziness and abnormal weight gain outcome was unknown, the abdominal pain lower, abdominal pain and pain was resolving and the nausea, gastrointestinal motility disorder, dysgeusia and pelvic pain had resolved. The reporter provided no causality assessment for abdominal pain lower, abnormal weight gain, device dislocation, device expulsion, dizziness and polycystic ovaries with essure. The reporter considered abdominal pain, dysgeusia, gastrointestinal motility disorder, investigation noncompliance, mental disorder, nausea, pain, pelvic pain, uterine enlargement and uterine infection to be related to essure. The reporter commented: most of her severe and persistent pains have subsided. She suffered no more pelvic pain, no more metallic taste in my mouth, she have a normal bowel movements daily. The nausea stopped as well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034973) on 15-apr-2014. The most recent information was received on 13-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other is just somewhere, malpositioned fallopian tube coil') and uterine infection ('serious uterine infection') in a 23-year-old female patient who had essure (batch no. 626814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception", device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "they had to force the essure to get it to go into my right fallopian tube". The patient's medical history included dysmenorrhea on (B)(6) 2008, dyspareunia in 2005, live birth in 2000, multigravida, parity 3, bacterial vaginosis and fibroids. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), nausea ("constant nausea"), gastrointestinal motility disorder ("problems with having bowel movements/pressing on my colon to where I have bowel issues") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2008, the patient experienced pain ("all over severe and persistent body pain/general pain throughout my body (constant stabbing pain )/ severe and persistent pain throughout my body"), 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping abdominal pain"), abdominal pain ("severe and persistent abdominal pain"), polycystic ovaries ("pcos"), device expulsion ("one is in dead center of my uterus"), pelvic pain ("pelvic pain / severe and persistent pain"), uterine enlargement ("enlarged uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"), malaise ("got sick that night"), loss of libido ("no sex drive"), migraine ("migraine"), back pain ("back pain"), arthralgia ("joint pain"), hypoaesthesia ("numbness in my arm"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"), experienced dizziness ("dizziness") and abnormal weight gain ("massive weight gain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with erythromycin and surgery (laparoscopic assisted vaginal hysterectomy and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine infection, polycystic ovaries, device expulsion, uterine enlargement, mental disorder, malaise, loss of libido, migraine, back pain, arthralgia, hypoaesthesia, menorrhagia, dysmenorrhoea, dyspareunia and uterine leiomyoma outcome was unknown, the dizziness and abnormal weight gain outcome was unknown, the abdominal pain lower, abdominal pain and pain was resolving and the nausea, gastrointestinal motility disorder, dysgeusia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, arthralgia, back pain, device dislocation, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, hypoaesthesia, loss of libido, malaise, menorrhagia, mental disorder, migraine, nausea, pain, pelvic pain, polycystic ovaries, uterine enlargement, uterine infection and uterine leiomyoma to be related to essure. The reporter commented: most of her severe and persistent pains have subsided. She suffered no more pelvic pain, no more metallic taste in my mouth, she have a normal bowel movements daily. The nausea stopped as well. Concerning the injuries reported in this case, the following one was reported via social media: malaise and loss of libido. Lot number:626814 manufacturing date:2008/03 expiration date:2010/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034973) on 15-apr-2014. The most recent information was received on 22-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other is just somewhere, malpositioned fallopian tube coil') and uterine infection ('serious uterine infection') in a 23-year-old female patient who had essure (batch no. 626814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception", device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "they had to force the essure to get it to go into my right fallopian tube". The patient's medical history included dysmenorrhea on (B)(6) 2008, dyspareunia in 2005, live birth in 2000, multigravida, parity 3, bacterial vaginosis and fibroids. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), nausea ("constant nausea"), gastrointestinal motility disorder ("problems with having bowel movements/pressing on my colon to where I have bowel issues") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2008, the patient experienced pain ("all over severe and persistent body pain/general pain throughout my body (constant stabbing pain )/ severe and persistent pain throughout my body"), 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping abdominal pain"), abdominal pain ("severe and persistent abdominal pain"), polycystic ovaries ("pcos"), device expulsion ("one is in dead center of my uterus"), pelvic pain ("pelvic pain / severe and persistent pain"), uterine enlargement ("enlarged uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"), malaise ("got sick that night"), loss of libido ("no sex drive"), migraine ("migraine"), back pain ("back pain"), arthralgia ("joint pain"), hypoaesthesia ("numbness in my arm"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"), experienced dizziness ("dizziness") and abnormal weight gain ("massive weight gain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with erythromycin and surgery (laparoscopic assisted vaginal hysterectomy and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine infection, polycystic ovaries, device expulsion, uterine enlargement, mental disorder, malaise, loss of libido, migraine, back pain, arthralgia, hypoaesthesia, menorrhagia, dysmenorrhoea, dyspareunia and uterine leiomyoma outcome was unknown, the dizziness and abnormal weight gain outcome was unknown, the abdominal pain lower, abdominal pain and pain was resolving and the nausea, gastrointestinal motility disorder, dysgeusia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, arthralgia, back pain, device dislocation, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, gastrointestinal motility disorder, hypoaesthesia, loss of libido, malaise, menorrhagia, mental disorder, migraine, nausea, pain, pelvic pain, polycystic ovaries, uterine enlargement, uterine infection and uterine leiomyoma to be related to essure. The reporter commented: most of her severe and persistent pains have subsided. She suffered no more pelvic pain, no more metallic taste in my mouth, she have a normal bowel movements daily. The nausea stopped as well. Concerning the injuries reported in this case, the following one was reported via social media: malaise and loss of libido. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical record received lot number was added. New events added - menorrhagia, dysmenorrhea, dyspareunia, fibroids. Medical history and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other is just somewhere') and uterine infection ('serious uterine infection') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception", device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "they had to force the essure to get it to go into my right fallopian tube". The patient's medical history included live birth on (B)(6) 2008, live birth in 2005, live birth in 2000, multigravida, parity 3 and bacterial vaginosis. Previously administered products included for an unreported indication: depo-provera. In 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), nausea ("constant nausea"), gastrointestinal motility disorder ("problems with having bowel movements/presing on my colon to where I have bowel issues") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pain ("all over severe and persistent body pain/general pain throughout my body (constant stabbing pain )/ severe and persistent pain throughout my body"), 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping abdominal pain"), abdominal pain ("severe and persistent abdominal pain"), polycystic ovaries ("pcos"), device expulsion ("one is in dead center of my uterus"), pelvic pain ("pelvic pain / severe and persistent pain"), uterine enlargement ("enlarged uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"), malaise ("got sick that night"), loss of libido ("no sex drive"), migraine ("migraine"), back pain ("back pain"), arthralgia ("joint pain") and hypoaesthesia ("numbness in my arm") and experienced dizziness ("dizziness") and abnormal weight gain ("massive weight gain"). The patient was treated with erythromycin and surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine infection, polycystic ovaries, device expulsion, uterine enlargement, mental disorder, malaise, loss of libido, migraine, back pain, arthralgia and hypoaesthesia outcome was unknown, the dizziness and abnormal weight gain outcome was unknown, the abdominal pain lower, abdominal pain and pain was resolving and the nausea, gastrointestinal motility disorder, dysgeusia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, arthralgia, back pain, device dislocation, device expulsion, dizziness, dysgeusia, gastrointestinal motility disorder, hypoaesthesia, loss of libido, malaise, mental disorder, migraine, nausea, pain, pelvic pain, polycystic ovaries, uterine enlargement and uterine infection to be related to essure. The reporter commented: most of her severe and persistent pains have subsided. She suffered no more pelvic pain, no more metallic taste in my mouth, she have a normal bowel movements daily. The nausea stopped as well. Concerning the injuries reported in this case, the following one was reported via social media: malaise and loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event added- loss of libido ,migraine, back pain, joint pain ,numbness in my arm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other is just somewhere') and uterine infection ('serious uterine infection') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception", device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "they had to force the essure to get it to go into my right fallopian tube". The patient's medical history included live birth on (B)(6) 2008, live birth in 2005, live birth in 2000, multigravida, parity 3 and bacterial vaginosis. Previously administered products included for an unreported indication: depo-provera. In 2008, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), nausea ("constant nausea"), gastrointestinal motility disorder ("problems with having bowel movements/presing on my colon to where I have bowel issues") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pain ("all over severe and persistent body pain/general pain throughout my body (constant stabbing pain )/ severe and persistent pain throughout my body"), 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping abdominal pain"), abdominal pain ("severe and persistent abdominal pain"), polycystic ovaries ("pcos"), device expulsion ("one is in dead center of my uterus"), pelvic pain ("pelvic pain / severe and persistent pain"), uterine enlargement ("enlarged uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s), malaise ("got sick that night"), loss of libido ("no sex drive"), migraine ("migraine"), back pain ("back pain"), arthralgia ("joint pain") and hypoaesthesia ("numbness in my arm") and experienced dizziness ("dizziness") and abnormal weight gain ("massive weight gain"). The patient was treated with erythromycin and surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine infection, polycystic ovaries, device expulsion, uterine enlargement, mental disorder, malaise, loss of libido, migraine, back pain, arthralgia and hypoaesthesia outcome was unknown, the dizziness and abnormal weight gain outcome was unknown, the abdominal pain lower, abdominal pain and pain was resolving and the nausea, gastrointestinal motility disorder, dysgeusia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, arthralgia, back pain, device dislocation, device expulsion, dizziness, dysgeusia, gastrointestinal motility disorder, hypoaesthesia, loss of libido, malaise, mental disorder, migraine, nausea, pain, pelvic pain, polycystic ovaries, uterine enlargement and uterine infection to be related to essure. The reporter commented: most of her severe and persistent pains have subsided. She suffered no more pelvic pain, no more metallic taste in my mouth, she have a normal bowel movements daily. The nausea stopped as well. Concerning the injuries reported in this case, the following one was reported via social media: malaise and loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.